Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a prescription was stuck in the system. No further information was provided by the customer and also requested to discard this case and close it, and the technical support specialist proceeded to close the case as requested.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, enterpriserx prescription had stuck in process. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.